Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on the company´s acceptance criteria. (B)(4).

Event description:
A nurse reported a case of decreased vision, observed in the patient's right eye three months post (prk) photorefractive keratectomy enhancement. Upon follow up, the reporter indicated that at this time, no additional treatments have been planned. Additional information has been requested.

Manufacturer narrative:
Additional information provided. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information provided states that the patient is doing well and seeing well.

Manufacturer narrative:
A review of the technical service on-site showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the event. Logfile review shows no abnormalities that could have contributed to reported event. The treatments were completed to 100 % and all laser system functions were within specifications at on the day of event. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4).